Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent interrogation with the rf (radio frequency) head and the rf head failed uplink functional tests; the rf head cable found out of electrical specification. Concomitant medical products: product ID: 229047 analyzer. (B)(4)

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.